Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial (B)(4), product type: extension. Product ID: 3708660, serial (B)(4), product type: extension. The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot (B)(4), ubd: 07-jun-2020, (B)(4); product ID: 3708660, serial/lot (B)(4), ubd: 25-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had a would behind the right ear, exteriorization of the right extension. As a result, the patient was hospitalized on (B)(6) 2018 and the device explanted/not replaced on (B)(6), with the issue resolving on (B)(6) 2018. The etiology was listed as related to the device or therapy and not related to the implant procedure. It was noted that the wound behind the right ear was due to the glasses the patient was wearing, with the disease controlled enough with medication so that the implant did not have to be replaced with a new one. No further complications are anticipated.